Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. No intraoperative pictures, patient dob, weight, height, bmi and all relevant history, contributing conditions available. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported that a fitmore hip stem, extraction instrument, intraoperative was used in a surgery on (B)(6) 2016. It was also reported: "the stem could not be fixed even if the lever of stem extractor closed. Therefore, the surgeon was not able to extract the stem. Finally the stem was fixed at slightly high position from desired position." Surgeon did not extract the stem with another device. As the surgeon was not able to extract the stem, he used it at the same position. It was judged that the position of the stem did not have any problem. No follow-up to verify the integrity / good positioning of the stem. No surgery delay was reported. The surgical technique was utilized.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a fitmore hip stem, extraction instrument, intraoperative was used in a surgery on an unknown date. It was also reported: "the stem could not be fixed even if the lever of stem extractor closed. Therefore, the surgeon was not able to extract the stem. Finally the stem was fixed at slightly high position from desired position." No surgery delay was reported. Additional information has been requested and is currently not available.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend was identified for this issue (two similar events for the same lot number) and an issue investigation has been initiated review of event description: it was reported, that during hip arthroplasty the extractor instrument could not be mated with the stem, even if the lever of the instrument closed. Therefore, the surgeon was not able to extract the stem. Review of received data: no medical data such as surgical notes or any other case-relevant documents received devices analysis: visual examination: the instrument was returned for an investigation. The instrument and the exchangeable polymer brackets show some normal signs of usage. No other conspicuousness was found. A functional test was performed using a fitmore stem type b ext, size 1 (ref: 01.00551.301). For the testing, the fitmore stem was fixed and the extraction instrument was connected to it. Multiple hammer strikes were applied on the striking plate and it was pulled on the extraction instrument, but the instrument didn't disconnect from the fitmore stem. Therefore, based on this functional test the reported event cannot be confirmed. Review of product documentation: - inspection plan: - characteristic no. 16 feature ¿it must be possible to close the instrument (complete with polymer brackets) one-handed¿ with scope of testing: aql 0.65. Means of inspection: ¿pmvisuell: visuelle prüfung¿ - characteristic no. 121 feature ¿radius (9.5 0.015/0)¿ with scope of testing aql 2.5. Means of inspection: 3d measuring machine. - characteristic no. 195 feature ¿dimension ( 90 0.2/-0.2 ) with scope of testing aql 1.0. Means of inspection: caliper. Root cause analysis: root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance => not possible -> a systematic issue with design would have been detected as part of a trend review - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient => not possible -> a systematic issue with material properties would have been detected as part of a trend review - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as it was reported that the extractor couldn't grip well enough onto the stem. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. - instrument breaks or deforms due to off-label / abnormal-use => possible, as it cannot be excluded based on the available information. Conclusion summary based on the returned product and the given information the complaint could not be confirmed. The visual examination and the functional tests did not confirm that the extraction instrument can't grip well onto the fitmore stem. However, in case of incorrect connecting of the hip stem extraction instrument to the fitmore stem (jaws not slided over the cone of the stem until the anchoring point), it is possible that the instrument does not grip sufficiently. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).